Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unusual type of noise was observed during a follow up appointment when the patient was admitted for chronic obstructive pulmonary disease (copd). There were no symptoms related to the brief lead noise. The patient was to be monitored at home. There were no adverse effects to the patient.

Event description:
New information received notes the noise strips were stored as auto mode switch (ams) episodes. The patient had no symptoms. There were no programming changes made to the device. The physician's plan was to monitor the patient with no intervention.